Event description:
It was reported that the ilet touchscreen was cracked, and a replacement was arranged after confirming necessary device details with the patient. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on the patient¿s health status. Investigation included a review of device function based on user report and facilitation of replacement logistics. Investigation of this case revealed damage to the display component consistent with screen breakage. It was concluded that the device exhibited a mechanical damage event to the touchscreen, and replacement was warranted.